Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, device remains implanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (iol), the surgeon noticed a strange pattern on the surface of the lens. There was nothing wrong when preparing the lens. Through follow up we learned that the patient is okay and that the lens remains implanted. There are no plan for explanting the lens and no further details were provided.

Manufacturer narrative:
Additional information: device evaluation: a picture provided in the complaint file was evaluated by a subject matter expert (sme). The picture shows a surgical screen showing the image of a cataract procedure at irrigation aspiration step following the iol implantation. The evaluation concluded an opacity with an symbol like shape. The source, nature and potential clinical impact of the observed phenomena, cannot be determined from a picture assessment. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.